Event description:
Initial info received from an office staff member on behalf of a physician on (6)(6) 2010: a patient of an unspecified age and gender was treated with poly-l-lactic acid [sculptra]; lot #, exp date, therapy date and indication were not provided. The reporter initially contacted the company requesting further info on papules and nodules. She then stated the pt was treated with poly-l-lactic acid on an unspecified date and developed a nodule. Concomitant medications and medical history were not provided. No further relevant info reported.